Manufacturer narrative:
The device was discarded.

Event description:
The customer reported a plum set was leaking chemotherapy during infusion. The drug infusing at the time of leakage was paclitaxel. The leaking was noted to be from the filter and was noticed within fifteen minutes of the start of the infusion.

Manufacturer narrative:
The device was discarded, therefore the reported leak cold not be confirmed. Additionally, no pictures or videos were provided by the customer documenting the reported issue. The manufacturing and design records were reviewed and no non-conformances or anomalies were found that would have contributed to the reported issue.